Event description:
Customer reported that the pull tab is broken on the end foot panel. The issue was discovered during setup, but the date is unk. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation also revealed that panel side d,zipper slider is stuck on the IV port zipper, and legs have elastic tears. Additionally, pt access, panel side b, zipper slider body is open. (B)(4).